Event description:
Customer reported table shuts off during the procedure. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
Inspection of the device is pending. Further investigation should confirm the root cause. Investigation results will be provided within a final report if new information will become available.

Manufacturer narrative:
The field service of baxter performed an onsite investigation at the hospital. The failure " table shuts off" could confirmed during the inspection. The failure was resolved by exchange the batteries.the affected table was more than 8 years old. According to history, no batteries have been replaced so far. The IFU states that it is recommended to replace the batteries after 3 years as they are subject to wear and tear. Due to age, it is assumed that the batteries were worn, which led to the error. After replacing the batteries, the table again worked as intended. Based on this, no further actions are necessary.

Event description:
Customer reported table shuts off during the procedure.there was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).